Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab) into the patient it ruptured. It was reported that the console alarmed, but the type of alarm was unknown. There was blood noted in the tubing. A new iab was inserted to continue therapy. There was no reported injury to the patient.